Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that the face was cracked. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "face was cracked" was confirmed during product evaluation. Service identified the door hinges to be damaged and baxter quality engineering confirmed this as the reported condition. The cause was not identified and no repairs were performed as this device was a stay in device. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary correction: the customer reported problem of "face was cracked" was confirmed during product evaluation. Baxter quality engineering confirmed the reported problem as a cracked main display. The cause of the condition is not identified and there were no repairs performed to resolve the reported condition as this device is a stay in device.